Manufacturer narrative:
The devices were not returned as they remain implanted in the patient. As such, physical analysis has not been conducted in our laboratory. A review of the manufacturing records associated with these devices indicated that they were successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. A labelling review was performed based on the dfu and it did not reveal any anomalies as it states, speech problems such as dysphasia, dysarthria, or dysphagia and motor problems such as paresis, weakness, incoordination, restlessness, muscle spasms, postural and gait disorders, tremor, dystonia, or dyskinesias and falls or injuries resulting from these problems and a loss of adequate stimulation are known risks with the use of deep brain stimulation (dbs). The devices were not returned as they remain implanted in the patient. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. This review determined that the reported event of a loss of adequate stimulation resulting in a decline in walking and speech is a known risk associated with the use of deep brain stimulation (dbs) as documented in the instructions for use (IFU).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a serious fall where his head was split open at the site of the leads. The patient received stitches and was recovering. A few days later the patient began to experience inadequate stimulation resulting in a decline in walking and speech. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information regarding the patient outcome and name of the facility where patient received treatment.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a serious fall where his head was split open at the site of the leads. The patient received stitches and was recovering. A few days later the patient began to experience inadequate stimulation resulting in a decline in walking and speech. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information regarding the patient outcome and name of the facility where patient received treatment.

Manufacturer narrative:
Block b3: date of event - approximately a few days before the manufacturers aware date - exact date unknown. Additional suspect medical device component involved in the event: product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7084492, UDI: (B)(4).